Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing and decreasing sensing trends. During revision procedure, it was found that the setscrew of the ICD header had become loose. The setscrew was removed, re-inserted and tightened on (B)(6) 2022. The noise and sensing issue were resolved and patient condition was stable.